Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the catheter exhibited a kink 44 cm from the hub. The distal shaft wire lumen over sleeve was torn; the wire lumen tubing was received in a separate bag as it was detached from the distal catheter as stated in the reported event, ¿it was pulled off.¿ the detached wire lumen is stressed at the proximal exit port indicating wire management issues or during pulling by the user. Physical measurements show the device meets specification. Functional testing could not be performed due to the condition of the returned device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The target lesion was in the rca, exhibiting mild tortuosity and 100% stenosis. The export ap aspiration catheter was removed from packaging per IFU, with no issues noted. The device was inspected and prepped with no issues noted. Following a clot suction run through the rca artery, the export was removed and it was noticed that a wire from the distal portion of the braiding had loosened and was then pulled off the catheter. At first it was thought to be debris. After further examination it was realized it was actually part of the distal segment of the export ap catheter.